Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm was received during bolus delivery. The customer's blood glucose (bg) level was 500mg/dl and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. A crack was observed on the cartridge.